Manufacturer narrative:
A wet posterior pak was returned and visually inspected. The position (pos) identification (ID) 3 tab of the pinch plate was broken off. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated pak console representing the current software version was used to test the sample. The cassette was able to be recognized as posterior cassette. The sample primed and passed intraocular pressure (iop) calibration successfully. However, during fluid air exchange (f/ax) function, fluid (instead of air) flowed from the infusion cannula line. There was no fluid from the lower pressure air source (lpas) port of the cassette to the infusion cannula line. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that fluid air exchange did not work during a vitreoretinal procedure. The product was replaced and the procedure was completed. There was no patient harm.